Manufacturer narrative:
Concomitant medical products: 500fa27 aortic valve, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, who had a cardiac resynchronization therapy defibrillator (crt-d) system implanted, died due to septicemia. No further information was reported.